Event description:
It was reported that during an unknown procedure, the surgeon placed the endocutter down the trocar and articulated to the right with no problems. He then tried to articulate to the left and was unable to do so. He removed the endocutter from the trocar and tried to articulate outside the patient's abdomen, he could to the right, but not to the left. A new gun from the same batch was opened and the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the right articulated positions; when firing the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.